Event description:
Customer reports red, itchy, intact rash with bumps under 100 percent of mass and border. Using soap, powder and barrier wipe. Patient outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The batch record review for lot 1l02466 was performed. This product was manufactured according to the quality system and approved procedures in place at the time of manufacturing and packaging. The batch record review found no objective evidence of deviations, non conformances or discrepancies related to the complaint issue reported. The retained samples were examined and tested to determine if there was evidence of a manufacturing defect related to the condition reported by customer. No objective evidence of any manufacturing defect or nonconformity was observed.